Manufacturer narrative:
Analysis of the returned device shows that visually confirmed both mas broken approx. ~4 threads from the bone screw head. Fracture surface damage noted. No material damage identified to adjacent fracture surfaces or bone screw thread that could contribute to potential failure. Microscopic examination of both fracture reveal a fairly flat fracture surfaces with some evidence of progressive striations, indicative of fatigue. Dimensional inspection of the bone screw confirms conformance to relevant print specifications. After visual, optical, and dimensional evaluation, the above observations are consistent with anticipated wear due to fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a 2 level lumbar case from l3 to l5. At an unknown time post-op, it was reported that one of the l5 screws was broken. The patient underwent a revision surgery to replace the broken screw. The patient is said to be in good condition.